Event description:
A report was received that a pt's ipg was explanted due to discomfort. The pt had lost weight (not device related) and the ipg was not sitting right; causing discomfort. The physician chose to explant the ipg because the pt's pain pattern had changed. The pt is reportedly doing well following the procedure.